Event description:
Resident was being wheeled to the shower by the cna on a shower chair when the chair broke maint. Director noticed a crack in the chair.

Manufacturer narrative:
Resident was being wheeled to the shower when the chair broke causing the resident to fall to the ground. Maint. Director noticed a crack in the chair. Shower chair was over 9 years old, sent customer new chair to replace the broken chair. Chair was returned and inspected. Found to have incurred heavy usage, wheels were in poor condition which could have cause undo stress when going over thresh holds. No further action required.